Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown 105mm helical blade/unknown lot number. Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery was performed for trochanteric fixation nail-advanced for removal of the helical blade on (B)(6) 2016 due to the helical blade pushing through the femoral head into the joint space. The patient was experiencing pain and a CT scan was taken to confirm the need for removal. It appears the locking mechanism was not engaged on the blade. The revision surgery was performed today and the synthes nail was replaced with a stryker nail. No additional information was provided. This complaint involves 2 devices. This report is 1 of 2 for (B)(4).